Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the hospital due to a "pulse stretching" sensation. Electrogram (egm) review confirmed there was ventricular non-capture, and a device check revealed that rv thresholds had risen from a previous measurement of 1.2 v at 0.4 ms to 2.7 v at 0.4 ms. Rv impedances remained unchanged, and ventricular output was increased to 5 v at 0.6 ms. The patient was scheduled for a follow up visit 10 days later. The pacemaker was explanted and replaced, and this rv lead remains in service. It was noted that the rv threshold measurement was 1.5 v at 0.4 ms with this chronic rv lead and the new device. No additional adverse patient effects were reported.